Event description:
On 3/15/01, the user facilities risk mgr informed the MFR's rep of the following: nursing staff observed leakage with extravasation. No swelling observed with the pt, but some clotting was observed.